Event description:
The user facility reported a 24yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to heart transplant. It was reported that there were purge pressure high/purge system blocked alarms requiring administration of tissue plasminogen activator (tpa). The initial alarm occurred with patient standing up for therapy and could be reproduced or aggravated with position changes. Of note, catheter also has a possible issue with the optical cable or sensor with intermittent placement signal unreliable alarms. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported high purge pressure alarm. The cause of the issue was not determined since product/data were not returned. The instructions for use provides troubleshooting for high pressure issues. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.